Event description:
It was reported that a user of the ilet experienced high blood glucose and was instructed to inspect infusion sites and tubing, with no issues identified, and the user reported frequent urination. Symptoms included hyperglycemia with polyuria. Outcomes included no hospitalization, no long-term impairment, and no other reportable sequelae. Investigation included troubleshooting and education with the user. Investigation of this case revealed no device malfunction or supply issue based on user inspection and guidance provided. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.